Event description:
The customer reported that the 840 ventilator stopped cycling while on a patient. The patient was not harmed or injured by the event. The nellcor puritan bennett customer support engineer (cse) verified the error code in memory that supported the customer's reported complaint. The cse inspected the device and replaced the appropriate components. The unit passed extended self testing.